Event description:
It was reported that a small volume folfusor did not flow correctly and a significant volume was remaining. The issue occurred during patient use. The device was filled with 57ml 5-fu (5-fluorouracil) and 27ml dextrose 5% having a total volume of 84ml. The expected infusion time was 7 days. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between april 29-30, 2024. H11: the device was received for evaluation containing 53ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product flow rate specification range. The folfusor sample was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.